Manufacturer narrative:
It is reported that the device is not available for return. The lot number is unknown therefore the device history record review cannot be performed. The investigation is ongoing.

Event description:
A user facility in the united kingdom reports that during cataract surgery, while using the stellaris elite cassette, tiny "plastic" bits were coming out of the phaco handpiece on sculpt mode. There was no patient impact/injury.

Manufacturer narrative:
The lot number was not recorded before the device was discarded so we are unable to investigate for root cause. The most probable root cause is unknown/inconclusive. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.